Event description:
It was reported that the anchor was broken inside of the arthroscope. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 4.5 mm sa pk healicoil anchor was returned for evaluation. Visual assessment of the anchor confirmed that seven threads have broken from the proximal end of the anchor to the distal end on one side. The most proximal thread has broken on the opposing side of the anchor. The suture knot has been advanced into the ID of the anchor. Due to the anchors condition dimensional assessment is prohibitive. The condition of the device indicates the suture knot passed through the soft tissue and was advanced through the anchors ID causing the observed breakage.